Event description:
Consumer reported via email that an unspecified number of tampons were difficult and painful to remove from her vaginal cavity. She alleged that this was due to the pledget initially being placed in the applicator backwards. Multiple attempts have been made to obtain further information regarding the consumer's use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.